Manufacturer narrative:
Some patient information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during the plan task of an electrode and probe placement procedure (bilateral stn) there was an alleged z-depth inaccuracy. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis determined that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.